Event description:
General report received of an unspecified number of undocumented incidents of leaks. The two-way transfer devices were being used to mix unspecified powdered medications with unspecified volumes of solution. At unspecified times prior to pt use, the devices were connected between unspecified medication vials and unspecified solution containers for the mixing of medications and solutions. The customer contact reported that after the cannula of the transfer devices were inserted into the unspecified administration ports of solution containers, unspecified volumes of solution leaked. The devices and medication containers were replaced and the mixing was resumed. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.